Event description:
Patient was on psych medications and it prove's difficult for the patient to check sugar levels. (B)(4). Reported by provider's office, no follow up consent. All available information is included in this report.